Manufacturer narrative:
Device was received and evaluated at service center, olympus (B)(4). Device inspection and evaluation confirmed the customer reported issue. Device inspection found burnt inside the forceps channel, foreign matter (dirt) inside the channel was found. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
Customer reported foreign matter (such a dirt) inside the forceps channel was observed. The event was confirmed when the inside of the forceps channel was checked with a fiberscope prepared by another company for pr (processing). The issue found during an unknown event. The device according to the reporter has not been used with the patient since the event was confirmed. No patient harm or injury was reported due to the event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to scratches [damage] to the device which allowed foreign material to accumulate inside. It is suggested to the user facility to review appropriate methods of handling of the device, including seeking guidance from olympus on such methods. Olympus will continue to monitor field performance for this device.